Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the battery led on the spider 2 was not illuminated. A functional evaluation revealed the dumbbell joint was stiff. The pressure ring and the ball of the dumbbell joint had scoring marks. The complaint was confirmed and the root cause has been associated with damaged pressure rings and cups. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device damaging the pressure rings, pressure cups and dumbbell ball. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that the ball joint of the spider 2 was stiff and not working properly. Also, the light indicator on the spider unit is not working, although the unit does turn on when activated. Incident occurred before the procedure; therefore, there was no patient involvement. The procedure was successfully completed without delay using a second spider 2. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.